Event description:
It was reported that an ilet user experienced repeated insulin cartridge leakage with associated high blood glucose readings up to 400 mg/dl and pump alerts, resulting in a temporary transition to subcutaneous insulin injections per clinical direction. Customer agent provided support that included collection of device use details, with plans for further troubleshooting. Investigation of this case revealed that the user reported installing the cartridge first. No reported clinical manifestations during the event. Outcomes included hyperglycemia without medical intervention or hospitalization. It was concluded that hyperglycemia occurred in the context of a reported cartridge leak, with use of multiple supply lots and unclear assembly sequence contributing; the specific root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.